Event description:
It was reported the patient had his spectra removed and replaced with an inflatable penile prosthesis due to patient dissatisfaction: "floppy spectra in glans". No additional patient complications were reported in relation to this event.